Manufacturer narrative:
Evaluation summary: the device was returned with the knife exposed into the channel, the handle opened and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support and the left shroud trigger post were damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
It was reported that during an unk procedure, the device did not work. There was no other information available.